Manufacturer narrative:
The sample was whole blood serum. Controls are run every time a new box is opened. Technician did not note anything unusual with the patient urine samples. Investigation by sharon hill qc with retains and return devices using controls, patient serum samples, and confirmed positive clinical urine samples (49 miu/ml and 72000 miu/ml) gave expected results. Customer did not return the patient urine samples. Complaint not confirmed, as devices perform as expected.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to three discrepant (+) serum vs. (-) serum urine qualitative test results obtained from the icon 25 test kit. On one of the three instances, they got a faint positive. The other was repeated twice and was totally negative. The third sample was completely negative. The results were not reported out of the laboratory. Patient treatment was not impacted by this event.